Manufacturer narrative:
Received 1 silicone catheter. The reported event was confirmed as cause unknown. Per visual evaluation, the balloon was found to have a burst with no missing pieces. Dimensional evaluation: active length was measure and results are as follows: short side= 0.7265¿, long side= 0.7415¿ (per 1067b the active length is 0.6¿ to 0.9¿). The catheter active length was found within specification. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: "recommended inflation capacities 3cc balloon: use 5ml sterile water 5cc balloon: use 10ml sterile water 30cc balloon: use 35ml sterile water do not exceed recommended capacities. Visually inspect the product for any imperfections or surface deterioration prior to use." (B)(4).

Event description:
It was reported that the catheter fell out of the patient's body on the third day of placement with a deflated balloon. It was noted that the patient was being treated for kidney stones.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the catheter fell out of the patient's body on the third day of placement with a deflated balloon. It was noted that the patient was being treated for kidney stones.